Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8792911, 510k # k030327 was cleared in the united states. Three views of cervical plate shows back out of one of one of cranial screws. Fusion appears solid and plate removed was elected. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during removal surgical procedure of an anterior fixation construct post fusion, the self drilling screw could not be explanted. The case was completed without additional compilations.